Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during the transfemoral tavr procedure, sheath insertion difficulty, damage in introducer, and damage in sheath were observed. A cutdown was executed due to the patient¿s calcification. During insertion, the esheath could not pass through distal common iliac artery (cia). In addition, the introducer could not pass through and the guidewire was changed. The introducer was able to reach to abdominal aorta. However, the esheath could still not pass through. A guidewire was inserted from the contralateral side and a "buddy wire" was attempted but the esheath would not advance. A plain old balloon arthroplasty (poba) was executed. Since the introducer and sheath were damaged, they were replaced with the new devices. The delivery system was able to be inserted in new sheath and a 26mm sapien 3 valve was implanted without the issue. The physician stated that the sheath could not be advanced due to the calcification.

Manufacturer narrative:
The devices were not returned for evaluation. Photographs of the devices were provided. Based on review of the photographs engineering was able to confirm the complaints of ¿sheath shaft ¿ insertion difficulty-in patient¿, ¿introducer shaft ¿damaged¿, and ¿sheath distal tip ¿ split¿. The condition of the ¿sheath shaft¿ and ¿introducer¿ shown in the photographs confirms the scratches and peeling of material on the middle portion of the introducer surface and distal portion of the sheath shaft. A review of lot history for the relevant lot revealed no additional complaints for the following complaint codes: ¿sheath shaft ¿ insertion difficulty-in patient¿ ¿introducer, shaft ¿ damaged¿ ¿sheath distal tip ¿ split¿. A device history review was performed and did not reveal any issues that could have contributed to this complaint. A review of complaint history revealed that the occurrence rate for the applicable trend categories ¿insertion difficulty-in patient¿ ¿introducer, shaft-damaged¿¿ sheath distal tip ¿ split ¿ did not exceed the september 2017 control limits. No instruction for use (IFU) or training material deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The devices were not returned with the complaint. However, device photographs were returned for evaluation. Based on review of the photographs engineering was able to confirm the complaints of ¿sheath shaft ¿ insertion difficulty-in patient¿, ¿introducer shaft ¿damaged¿, and ¿sheath distal tip ¿ split¿. The condition of the ¿sheath shaft¿ and ¿introducer¿ shown in the photographs confirms the scratches and peeling of material on the middle portion of the introducer surface and distal portion of the sheath shaft. These observations support that resistance occurred while the introducer/sheath was being inserted in patient during the procedure. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis, therefore presence of a manufacturing non-conformance was unable to be determined. However, lot history review, DHR review, and complaint history review does not provide any indication that a manufacturing non-conformance would have contributed to the reported events. Furthermore, a review of manufacturing mitigation's supports that it is unlikely that a manufacturing non-conformance was the source of the complaint. The complaint description states, ¿minimum luminal diameter (mld) of the access vessel measured 5.5mm, with severe calcification. The physician stated that the sheath could not be advanced due to the calcification. The tip of the sheath may have turned outward when it stuck at cia (common iliac artery)¿. The complaints evaluated in the past suggested that patient factors (calcification) and/or procedural factors (angle of insertion) in an access vessel could cause insertion difficulties of the sheath into the patient. The instruction for use (under contraindications section) also points out that this product (esheath) is contraindicated for calcified vessels that would prevent safe entry of the introducer and sheath. Furthermore, per training manual, degree of calcification, angle of insertion and vessel diameter can all affect the force required to insert the sheath into the patient. The distal tip split and introducer damage could have occurred due to the severe calcification as well. Combined with the borderline mld, it is possible that a calcified nodule could have cut into the introducer and the sheath shaft material, causing a split at the distal end of the sheath. As such, available information suggests that patient factors (severely calcified access vessels with borderline mld, 5.5mm), and/or procedural factors (handling of the device during use, angle of insertion) or a combination of multiple factors could have potentially contributed to the reported events. However, a definitive root cause could not be determined at this time. Based on a review of the device photographs engineering was able to confirm the complaints for ¿sheath shaft ¿ insertion difficulty-in patient¿, ¿introducer shaft ¿ damaged¿, and ¿sheath distal tip ¿ split¿. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing nonconformance contributed to the complaint events. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of september 2017 revealed that occurrence rates did not exceed the control limits for the applicable trend categories for the reported events. Therefore, no corrective or preventive actions are required at this time.